Event description:
It was reported that episode review was requested due to alerts for anti tachycardia pacing (atp) therapy and ventricular shock therapy delivered to convert arrhythmia. Therapy may be inappropriate for conducted atrial arrhythmia. A boston scientific (bsc) technical services (ts) consultant noted the episode electrogram (egm) showed an irregular arrhythmia throughout and was initially detected in vt-1 zone which was programmed to no therapy. Intervals accelerated into vt zone with therapy inhibition initially due to correlated rhythmmatch. Rhythmmatch eventually uncorrelated, with a total of 4 bursts of atp and 1 x 41j shock delivered. The irregular arrhythmia continued post-therapy and further episode review was recommended. The device remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.